Event description:
It was reported by service report that the bed was stuck in an upward position and unable to descend electronically. The motion interrupt pan was caught, and activating the safety switches. There was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result - gill brake plate kit.